Event description:
Part nt821731c - the customer reported -crack at stopcock from drainage system to drainage bag. No injuries reported.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Risk review: per (B)(4)rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14 cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment risk severity:3 (low). The affected product to be evaluated by natus, once it is returned by the customer.

Event description:
Part nt821731c - the customer reported -crack at stopcock from drainage system to drainage bag. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "integ-broke in use" complaints within the past two years. 41,281 nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The evaluation conclusion is as follows: the broken system stopcock has a large crack by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. Failure mode: confirmed / stopcock breakage during use.